Manufacturer narrative:
(B)(4): information unavailable.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.batch # unk.the lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a CABG procedure, "the clip misfired shearing the vein". It is unknown if it was the jaws of the device or the clip that sheared the vein. There was bleeding but it was corrected with suture. It is unknown what quantity of blood was lost. A transfusion was not required. Another device of the same product code but a different lot number was opened and used to complete the case without issue. There were no patient consequences reported.